Event description:
Reportable based upon device analysis completed on 8mar2024. It was reported that visualization issues were encountered. The 80% stenosed target lesion was located in the moderately tortuous and mildly tortuous right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the image was dark and unclear. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was fine. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was twisted and kinked. No imaging core windup was found within the telescope section and the sheath section of the device. Impedance testing showed an electrical open 130-140 cm from the proximal end of the catheter.